Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend instrument tip was defective. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer reported that the procedure performed was a proctectomy and ileal pouch creation w/diverting ileostomy. The customer also provided the patient's age, gender, and race.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend involved with this complaint and completed the evaluation. Failure analysis (fa) confirmed the reported complaint. Fa found the instrument to have a dislodged blade. A visual inspection showed that the blade was exposed outside of the blade garage 0.410". No conductor wire damage or snake wrist damage was found. There was bio debris found at the instrument tip. A review of the logs showed one number of blade exposed failure(s). Upon visual inspection, the jaw ceramic dots were visible, and the knife slot measured at 0.026". After manually retracting the blade, the instrument was placed on the in-house system and passed self-check on the second attempt. The root cause of this failure is typically attributed to misuse. Fa also found the instrument to have a bent knife cable. The root cause is typically attributed to misuse. Additionally, upon visual inspection, the instrument was found to have a broken grip tip. A piece, measuring approximately 0.021¿x 0.037¿ in size was not returned. Several scratch marks and mechanical indentations were also found on the grip tips. The root cause of these failures is typically attributed to misuse. No image or procedure video was provided for review. A review of the device logs for the vessel sealer extend instrument (480422-01/l92211124-0040) associated with this event has been performed. Per this review of the logs, the vessel sealer extend was last used on (B)(6) 2022 via system (B)(4). This complaint is being reported based on the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.